Event description:
It was reported that the patient was experiencing increased pain since the trial procedure. It was noted that the discomfort was related to the procedure. The patient underwent an explant procedure and was doing well post-operatively. The explanted lead was discarded by the medical facility.